Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the staples did not close. They were fired from the stapler and inserted into the distal part of mucosa, but they did not close. So the stapler line was not completed on the right. It was reported the patient's condition worsened and the patient underwent a second surgery, the same day.

Event description:
According to the reporter, the scheduled surgery was a prolapsectomy with starr technique which aimed removal, via trans-anal, of a cylinder of rectus wall using a cut and stapling device. The surgeon stated that, while the second transaction, to complete the circular resection, the device didn't work properly causing the tissue to be resected but not sutured because agraphes were not positioned. The staples did not close. They were fired from the stapler and inserted into the distal part of mucosa, but they did not close. So the stapler line was not completed on the right. It was reported the patient's condition worsened and the patient underwent a second surgery, the same day. Despite several attempts made to repair the damage, the surgeon was not able to restore the rectus wall. The surgeon asked also help to a colleague. Do to unsuccessful attempts, the patient was subjected to general anesthesia and to a explorative laparoscopy which showed a sigmoiditis as consequence of a possible diverticulitis with adherence to sigma of abdomen wall. So, it was decided to position two drainages in perirectal and to perform a lateral colostomy on the descending colon. There was an extension of surgical time by more than 30 minutes.